Event description:
It was reported that during a device change out due to eri, it was difficult to remove the ra lead from the device port. Strong manipulation was used to release the lead, which damaged the connector. The device was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
The reported field event of difficulty removing the atrial lead from the header was confirmed. Visual inspection identified silicone, septum material inside the atip set screw hex cavity. The material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening of the set screw.